Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory h3: analysis of the battery pack found battery scrapped due to date code being before 0717. There was an electrical problem that has since been remedied after the 0717-date code. Device scrapped due to broken tab. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745bp (serial: (B)(6); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) and a manufacturer representative (rep) regarding an external device. It was reported that they called about a month ago and got the recharger cord replaced. Pt stated that she thought she needed the battery replaced at that time. Pt stated she cannot get the controller to charge. Patient stated the screen lights up when plugs in the controller to the ac power but as soon as she unplugs the controller the screen goes dead and will not turn on. Patient met with the representative today and the representative thinks patient needs a new li battery pack. Patient verified there is no visible damage to the controller battery compartment pins. The pt tried popping the battery pack back in and this did not help the reported issue. The issue was not resolved. A replacement battery pack was sent out. No symptoms were reported.